Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 45cm 6f non-bsc introducer sheath was placed. After a 0.018 non-bsc guidewire was advanced to cross the lesion, a non bsc stent was deployed directly. Subsequently, a 4.0mmx60mmx135cm sterling¿ balloon catheter was advanced to post-dilate the lesion. However, the pressure gauge did not move upward as dilation was started. Deflation was attempted but then the blood came into the indeflator. The physician suspected that the balloon has ruptured and removed the device from the patient. After device removal, balloon rupture was confirmed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.